Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00694 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106 there was no ast result. There were several incidents, exact number is unspecified. Isolates were cultured either on tsa or macconkey agar. The following information was provided by the initial reporter: "customer reported several incidents of no ast, no ID results with lot#: 2256548".

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106 there was no ast result. There were several incidents, exact number is unspecified. Isolates were cultured either on tsa or macconkey agar. The following information was provided by the initial reporter: "customer reported several incidents of no ast, no ID results with lot#: 2256548".

Manufacturer narrative:
(B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.